Event description:
It was reported by the customer that a bd pyxis¿ medbank mini system cubie lid did not open while trying to issue the med. The customer tried and hit retry while tugging lid, still the drawer didn't respond. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022 - december 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie lid did not open. A field service engineer arrived on site and reported to the facility front desk. Once the director of nursing and keys became available, the engineer and escort went to the station with the reported failure. The engineer opened the station, back panel and found the pyxibus cable not fully seated in the drawer control board. The engineer removed the drawer from the medplex cabinet and inspected all rear of the drawer components, retractor bands, and latch assembly connection to the moab. All components appeared to be good connections with no physical damage found. The engineer reinstalled the drawer in the med flex cabinet and released the drawer with the reported failure. The engineer removed the moab and then all pockets from the moab. All moab and pocket contact points were cleaned and checked for debris. The drawer was reassembled after cleaning and inspection. The engineer contacted the medbank service center and the medbank agent remote to the station. No drawers or pockets actually showed as failed at this time. After identifying which pocket the nurses were having problems with on site, the engineer and service center agent attempted to open the pocket lid. While the on-site engineer was observing, you could see the memory wire that moves. The pocket latching mechanism retracted, but the lid would not open. The engineer used a small flat screwdriver and successfully opened the pocket lid multiple times. Each time the lid was closed it would become jammed against the inside of the pocket itself. The engineer attempted to scrape any debris or burrs from the edge of the pocket and the edge of the lid, but the pocket still would not function correctly. The nurse supervisor marked the pocket lid with a blue magic marker as an indication that the pocket needs to be replaced. She advised there are multiple that do not open correctly. She advised she would attempt to mark them with the blue magic marker and have farmers, scripts replace the pockets that do not open correctly. The system functioned as intended after the field service engineer troubleshot the device.